Event description:
About eight years ago, patient underwent bilateral submuscular silicone gel breast augmentation. While at work, she was caring for a student, when she was struck on the right side of her chest resulting in a rupture of that implant.